Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained episodes of oversensing and varying pacing impedance on the right ventricular (rv) lead. Additionally, an increase in pacing impedance and oversensing with noise was observed. The patient received inappropriate therapy due to the oversensing with noise and the rv lead was confirmed to be fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.